Event description:
The report from the user states that the pressure infusor bags (from distributor) are not working properly and once they are inflated, they are losing pressure and deflating in the middle of a procedure. Subsequent correspondence to the distributor regarding the matter indicates that the problem could have had a more serious outcome for the pt.